Event description:
The initial reporter alleged discrepant results for hepatitis b virus (hbv) testing using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 instrument in comparison to the grifols procleix ultrio assay. On (B)(6) 2020, a sample from the patient was tested with the kit cobas 6800/8800 mpx 480t us-ivd assay and was reactive for hbv. The same sample was tested with the procleix ultrio assay and was non-reactive for all targets. Serology results for the sample were non-reactive. On (B)(6) 2020, another sample from the same patient was tested with the kit cobas 6800/8800 mpx 480t us-ivd assay and was reactive for hbv. The same sample was tested with the procleix ultrio assay and was non-reactive for all targets. Serology results for the sample were also non-reactive. The blood donation was deferred.

Manufacturer narrative:
The analysis was performed on a cobas 8800 instrument (serial number: (B)(6). The investigation determined that the most likely cause of the discrepant results between the cobas mpx assay and the grifols procleix ultrio assay is the increased sensitivity of the cobas mpx assay. No data was available for review, which limited the investigation. A trend analysis could not be performed, and a definitive root cause could not be determined. The blood donation was deferred, and no further investigation was deemed necessary based on the available information.